Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083771, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083944, UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) and leads had migrated. Confirmed via imaging that leads had migrated. It was noted also that the spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted devices were not returned.